Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the loading process of a pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm 34 and educated the customer on the correct loading procedure. Despite attempts to reload the cartridge, the issue persisted. As a result, technical support arranged to replace the pump and original cartridge with updated software, provided instruction on transitioning the current pump to storage mode, and organized the return of the faulty pump. There was no backup insulin therapy available, and the customer planned to reach out to their healthcare provider for further guidance.